Event description:
Pump declared alarm 20 during pumping, and there was no adverse impact to the customer's blood glucose level. Customer had previously reported similar issues with this pump. Technical support decided to replace the pump, which was still under warranty, and the patient temporarily used an insulin pen for backup.